Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 8 events were reported for this quarter. Product return status 7 devices were received. 1 device investigation type has not yet been determined. Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes 8 malfunction events in which the device had run-on. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 8 previously reported events are included in this follow-up record. Product return status 7 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device had run-on. 8 events had no patient involvement; no patient impact.